Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to cubie issue. A technical support specialist replaced the faulty cubie with new cubie in a different position to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that pyxis medbank es system had cubie failure. The customer stated that the malfunction occurred when the user was trying to issue medications to a patient and the delay would be if the pharmacy would take to send out a replacement pocket with the item. There were no adverse events or injuries reported based on this incident.